Manufacturer narrative:
Corrected to reflect that the device was evaluated through the investigation which conclusions were shared in the initial MDR. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the cobas® sars-cov-2 & influenza a/b (scfa) assay. A customer from the united states alleged that they received a potential false positive result for a patient¿s sample tested with the cobas® sars-cov-2 & influenza a/b (scfa) assay analyzed on the cobas® liat® system (s/n (B)(4)). The customer reported that a patient¿s sample that was run on (B)(6) 2021 generated a sars-cov-2 positive result. The patient¿s same sample was repeat tested analyzed on a different cobas® liat® system (s/n not provided) that generated a sars-cov-2 negative result. A recollected sample from the patient was tested on a different cobas® liat® system (s/n not provided) that generated a sars-cov-2 negative result. The recollected sample was repeat tested on a different platform the cepheid that generated a sars-cov-2 negative result. Patient sample was collected using nasopharyngeal rongye 3 ml viral transport media. The customer confirmed there was no allegation of harm to the patient. The negative result was reported out to the patient and/or personnel treating the patient.

Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. The complaint allegation was not observed. The patient¿s sample was indicative of a sample at the limit of detection (lod) of the cobas® sars-cov-2/influenza a/b assay. A re-tested sample using other platforms may reveal differences between the cobas® sars-cov-2/influenza a/b assay and the competitors¿ platforms lods which may explain the observed result discrepancies. A low level of amplification was seen for this sample which could indicate a sample with a low viral load near the lod of the assay. A sample which contain this low quantity of viral material are expected to generate wavering results from run to run. (B)(4).